Manufacturer narrative:
A pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a ventricular tachycardia ablation procedure, a cardiac perforation occurred. After transseptal atrial access was achieved the introducer and mapping catheter were introduced to map the left ventricle. The ablation catheter was then inserted. Additional mapping and ablation of the basal septum of the left ventricle was performed. While manipulating the ablation catheter an echocardiogram revealed a pericardial effusion for which a pericardiocentesis was performed. The patient left the operating room in a stable condition. There were no performance issues with any abbott device.